Event description:
It was reported that during surgery, the 1.5:1 ratio carrier clearly meshed the skin graft in a 3:1 ratio. They had to take another graft to get proper size. There was no surgical delay reported. The surgical technique for the product was utilized. Due diligence is in process, no further information is available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h4, h6, and h11. No product was returned; functional and/or dimensional evaluations could not be performed. Visual evaluation of the provided pictures could not confirm the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available regarding the event.

Event description:
It was reported that during surgery the 1.5:1 ratio carrier clearly meshed the skin graft in a 3:1 ratio. They discarded the graft that was meshed in a 3:1 ratio as it was unusable and had to take another graft adjacent to the previous donor site on the thigh to get proper size. For the second graft, they did not use the unit and ¿hand¿ meshed it. There was no surgical delay reported. The surgical technique for the product was utilized. Due diligence is in process, no further information is available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: a1, a2, a3, b4, b5, b7, d2, g1, g3, g6, h1, h2, and h11. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.